Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Water control knob is damaged, the g137 cable separated from the blue knob which is why water issues limiting flow causing to overheat.

Event description:
While using a g137 scaler,the handpiece and insert were heating up and there was poor water flow; no injury resulted.